Event description:
It was reported that the user experienced a low blood glucose event with a nadir below 40 mg/dl, during which the caregiver perceived that the ilet did not make noise, although the device volume was functioning and an urgent low alarm was sounding; the caregiver was assisted in configuring bionic circle to improve audibility of alerts in the home. Symptoms included lethargy. Outcomes included correction with carbohydrate intake and no medical intervention or hospitalization. Investigation included remote troubleshooting of alarm functionality and user education on alert pathways and caregiver notification features. Investigation of this case revealed that the device alarm was active and audible, and the issue was related to caregiver perception and household audibility rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and environmental factors affecting alarm audibility.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.